Manufacturer narrative:
Block g4: premarket/510(k): k062750, k201159 - reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a150101 is being used to capture the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a 2 cm malignant duodenal stenosis during a colonoscopy with duodenal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous. During the procedure, the stent was fully deployed in the correct location. However, it was reported that the stent was removed from the patient using rat tooth forceps. The procedure was completed with another wallflex duodenal stent. Due to the ambiguity of the event, boston scientific considered the worst-case scenario: the stent was unable to expand during the procedure. No patient complications were reported as a result of this event.